Event description:
In 2007, this patient was treated for a ruptured abdominal aneurysms with the gore excluder aaa endoprosthesis. The physician attempted to deploy a trunk-ipsilateral leg component below the lowest renal artery (right side.) The trunk-ipsilateral leg component migrated 5mm lower than originally intended. As the physician was manipulating an aortic extender component, in an attempt to place and deploy the device, the physician inadvertently pushed the trunk-ipsilateral leg component distally (distance unknown). Post deployment of the aortic extender component, the physician noticed a proximal type I endoleak. The physician converted the patient to open a surgery.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached of additional device implanted in patient and involved in this event; aortic extender component, (pxa260300/lot#04981388).